Event description:
It was reported that the ventilator was found unintentionally disconnected from the patient. No alarm was reportedly generated in association with the disconnection. The patient was noted to be in cardiac arrest. Clinical staff initiated cardiopulmonary resuscitation (CPR) and provided manual ventilation. An alternative ventilator was connected, and the patient was resuscitated. The final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).